Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured; full lead returned.

Event description:
It was reported that the lead was explanted and replaced due to oversensing and high impedance. Information was subsequently received from attorneys alleging that the lead failed, and the "plaintiff experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has sustained and will continue to sustain severe emotional distress, mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event.

Event description:
It was reported that the lead was explanted and replaced due to oversensing and high impedance. No patient complications were reported as a result of this event.